Manufacturer narrative:
The target site was a dialysis shunt (characteristic not known). The balloon positioned at the target site and inflation was induced twice and angioplasty was completed without incident. However, during withdrawal of the balloon catheter, it became immovable through the medikit 4fr sheath. Consequently, the devices were removed as a single unit. There were no adverse effects to a female pt. The product was not avail and therefore, not returned for analysis. However, a device history record review was performed and results indicated that this lot of products met all requirements per the applicable mfg quality plan. Impediment between devices is a known occurrence and if encountered devices should be withdrawn together as one unit to prevent injury. Of note, there was no friction encountered during insertion of the balloon catheter through he recommended 4french sheath size. Consequently, the exact cause of the reported event cannot be determined without the return of the device. This device is not distributed in the united states. However is a similar to the pta catheters distributed in the united states.

Event description:
The target site was a dialysis shunt. The balloon positioned at the target site and inflation was induced twice and angioplasty was completed without incident. However, during withdrawal of the balloon catheter, it became immovable through the medikit, 4fr sheath. Consequently, the devices were removed as a single unit. There were no adverse effects to the pt. Of note, there was no friction encountered during insertion of the balloon catheter through the sheath.